Event description:
Additional information was received from the customer. The customer clarified that the needle was placed through the biopsy valve and upon exiting the channel at the end of the scope, the needle pushed off the endobronchial ultrasound (ebus) balloon during a diagnostic ebus. The balloon was retrieved from the patient's lung, a new balloon was placed, and the procedure was completed with a delay of no more than 30 minutes. No further patient impact was reported. The needles were properly discarded after the case. Initially, it was thought that the pack of balloons was defective. This report is being supplemented to provide additional information received from the customer. Please see updates to the following fields: b2, b5, d1, d4, d10, e2, e3, f10.

Event description:
The customer reported to olympus that the single use aspiration needle na-u401sx refused to come out of the chamber correctly which caused the endobrochial ultrasound (ebus) balloon to come off into the patient's lung during an unknown procedure. This reportedly caused additional time and work. Additional information has been requested but no further information was obtained. This event is reported under the following related patient identifiers: (B)(6)- needle with unknown model number. (B)(6)- bronchovideoscope with unknown model number. (B)(6)- balloon with unknown model number. This medwatch report is for (B)(6).